Manufacturer narrative:
The sample was collected in lithium heparin tubes and centrifuged at 3800 rpm for 10 minutes. Both level of accutni qc were within the customers established ranges pre and post the day of the event. On (B)(4) 2010, the customer performed routine system check which passed within instrument specifications. A bci field service engineer (fse) removed, cleaned, and reassembled the wash valve. Fse performed verification as well as routine and high sensitivity system check. All testing passed within instrument specifications. Fse performed assay qc and no issues were noted. A clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous high accutni result above the acute myocardial infarction (ami) cutoff for one patient generated by unicel dxc 600i synchron access clinical system. The sample was repeated on the same and an alternate unit and lower results within the normal reference range were obtained. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.